Event description:
It was further reported that the target lesion was 75% stenosed. There were no issues noted during deployment of the stent. The stent was deployed 70% initially and at procedure end was deployed 90%. The xxl balloon was inflated once to 5atms. When the balloon detached it was 'stacked in the stent body'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR#: 2134265-2010-05413. It was reported that during a stenting treatment procedure, the stent was not fully expanded. The stenosed target lesion was located in a subclavian vein. The 12 x 60mm x 160cm wallstent-uni endoprosthesis stent system was advanced and the stent was deployed. The stent was not adequately expanded and required post-dilatation. A 14-4/5.8/75 xxl balloon catheter was advanced and after an unspecified inflation, the xxl balloon did not fully deflate and became detached from the shaft. The balloon was punctured to fully deflate it and was then removed from inside the wallstent using a handmade snare. The procedure was not completed and the wallstent remains inadequately expanded in the lesion. There were no additional patient complications reported and the patient's status is stable.